Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they charged their implanted neurostimulator up and then it told them that the "power was off. Patient stated they tried to turn therapy back on with the communicator but they cannot make it work. Patient reported it's like it will not hold a charge. Reviewed communicator battery indicator lights. Patient initially stated they thought communicator has lost signal and inquired about the different communicator battery indicator lights (agent had a difficult time hearing patient at this point in the call due to poor phone connection and made best attempt to document all relevant event information). Reviewed general use of communicator. Following education on communicator battery indicator lights, patient confirmed communicator is working correctly. Patient successfully paired communicator with handset on the call and reported getting por (power on reset) message when trying to connect with their implant. Patient dismissed por message, then successfully connected with implant and turned stimulation on. The issue was resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.